Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges while riding on us 301 going to rt 227 the front wheel allegedly locked up and turned him upside down.